Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the trident poly insert did not fit/lock into the trident acetabular shell. It was reported that a second insert was used to complete the case.